Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient was having burning and stinging sensation in the area of implant incision. Patient noticed a plastic from under their skin sticking out and trimmed it because it kept getting stuck on their clothing. Patient had uncontrolled bowel symptom return around the same time and was currently on program 3 at 1.2. Patient turned stimulation down to 1.1 and the burning and stinging went away. No further complications were reported.